Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Correction: device available for evaluation should be (B)(4) 2011, not (B)(4) 2011.

Event description:
The patient reported that on (B)(6) 2011 she noticed the buttons required multiple presses to obtain a response. She noted that the buttons felt flat. She confirmed that there was no damage to the rubber keypad. The patient stated that she wears the pump under her clothing, and does not clean the pump.